Event description:
It was reported that pump displayed non-resettable malfunction code malf 13, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump under warranty.